Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider (hcp) reported the prostatitis was not related to the device and the patient is following urology.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported he was not feeling much stimulation. The patient did not know if they were getting 50% or greater relief. The patient stated his sciatica in his back has gotten worse. The patient stated he was not getting therapy relief so increased stim to 3.1v and felt a sharp growing pain in his lower back and groin area which was resolved by decreasing stimulation. Patient stated he turned stim back down and pain went away. Patient stated for the last couple of weeks he has had stim at 2.5v and not helping with symptoms. The patient declined assistance in changing to different program. It was indicated that patient was not feeling stimulation. The patient stated he has back pain, leg pain, issues with his bowel and bleeding from rectal area. The patient stated he saw hcp about these issues he was having. Additional information reported later indicated that the reported symptoms were indicated as pelvic pain secondary to prostatitis. The patient was referred to a urology. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.